Event description:
Healthcare professional reported a lap-band system "death, hyposensitivity, esophagus was red and necrotic, dvt (deep vein thrombosis), severe lactic acidosis, and legs were all blue." The problems were first noticed when the pt visited the emergency room for "hyposensitivity, severe lactic acidosis, and legs were all blue due to dvt." Per the rptr, the physician believes the reported events are not device related and were caused due to the dvt. There was no device malfunction. The lap-band system was explanted and not replaced. The serial number had not been documented and is therefore not available. F/u findings: health professional reviewed medical records and clarified that a blood clot had caused the complications that lead to the death of the pt. The blood clot occurred after the pt stopped using lovenox. (Pt has a history of blood clots and rec'd 30 days of lovenox prior to surgery and lovenox was continued after the surgery). Per the health professional, the clot and death were not associated with the lap-band system itself, since there was no clot, ischemia, or necrosis noted at the site of the lap-band system which was implanted. The autopsy results are not available and the device will be retained by the hospital. Allergan's approach to reporting possible adverse events is to remove all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2014. The product associated with this report will be retained by the hospital and therefore cannot be returned to allergan for a device analysis. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. Allergan has not rec'd the product. Therefore, no analysis or testing has been done. The reported events are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. The health professional has exonerated the device. No add'l info has been reported to allergan regarding the serial number of the device.